Event description:
It was reported that the cot did not properly lock in to the rail assembly, allowing cot to roll around in the back of the ambulance. Patient's foot hit the back door of the ambulance causing bruising.